Event description:
It was reported that the surgeon inserted an aa4204vf silicone single piece lens and the lens tore. The lens was removed with no pt injury, no incision enlargement or sutures.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.